Event description:
The physician used a cook endoscopy tri-tome triple lumen sphincterotome during an ercp procedure, during cannulation of the papilla, the cutting wire broke, an injury to the pt did not occur. Upon our evaluation of the sphincterotome, we confirmed a portion of the cutting wire is missing. The location of the mossing portion is unk, the rport did not indicate the cutting wire detached. But the initial rpeorter confirmed nothing was retrieved from the pt.